Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the oversewing and closure of mesentery on a laparoscopic gastric bypass, the device was difficult to toggle. It also failed to open and close properly and the suture kept on breaking. There was no patient injury.